Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8870, serial# unknown, product type software. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the day before the initial report was made the patient was implanted and the hospital staff reported that they had increased the dosage and the patient therapy manager programmer (ptm) was 'having problems' ever since. The ptm lockout times were reprogrammed. It was also reported that the physician programmer was giving a pump memory error, it was noted that programmer had an out dated software card, which does not recognize the new devices and gives the memory error as a result. No outcome was reported